Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a hardware error. Patient claims they have reset device several times but the error is still there.